Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, model lap top ventilator 1150 was tested and met all company specifications. The ventilator passed all testing. There were no failures detected.

Event description:
The customer reported the pulse oximeter was alarming while the patient was connected to model lap top ventilator 1150. The night shift nurse did not call 911. When the day shift nurse arrived in the morning and heard the pulse oximeter alarming she immediately called 911. The patient expired in route to the hospital. No further details were provided regarding incident. Upon further investigation, the customer confirmed there are no allegations of the ventilator malfunctioning.